Event description:
The philips field service engineer reported that this device had a shock equipment failure during opcheck. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.